Event description:
It was reported that the patient underwent a colectomy on (B)(6) 2014 and suture was used. The needle was broken during the radical resection of rectal carcinoma. The broken piece was grasped by the needle holder and did not fall into the patient. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: actual needle that broke in the body was returned for evaluation. A microscopic visual examination was performed. The needle exhibited amounts of intergranular and possibly some transgranular failure. These failure modes are not common for the needle, which typically fails primarily in a ductile manner. Conclusion: actual needle that broke at the attachment end was returned for evaluation. A microscopic visual examination was performed which revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. In order to avoid this kind of damage the package insert cautions: to avoid damaging needle point and swage area, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.